Manufacturer narrative:
E2 marked in error. The device was returned to olympus for evaluation and the evaluation confirmed no air/water flow and the nozzle was found missing so the amount of water contact does not meet the standard value. Also, due to crack on objective lens shadow coming in image. The autoclavable rubber has foreign objects and the adhesive has a crack and there was adhesive around objective lens and the light guide lens have foreign object. Due to damage on the charged couple device unit, the image has black dots and shadows and the specified resolving power is not obtained. (Part of the image). The image guide protector has a cut, the universal cord has a stain and the plastic distal end cover has a dent and due a crack, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up and down direction does not meet the standard value. The light guide lens has a chip, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an air/water channel blockage. The device was returned to service where evaluation found there was foreign material around the adhesive of the light guide lens and around the adhesive of the objective lens as well as the autoclavable rubber. There were no reports of patient harm. This report is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, a definitive root cause of the presence of foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device. E1, e2, e3, were corrected. G3, the aware date in the initial MDR should have been dec 26, 2023.